Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the metal shaved from the gears when in use. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4)for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) review for the 1.5:1 ratio cutter, serial number (B)(4), was unable to be performed as the DHR associated with this serialized accessory was unavailable for review at the time of processing this complaint. This issue was investigated. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4)five times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the comb was bent and will not mesh skin and the roller, worn bushings, worn side plates, damaged comb, ratchet gear, roller, gear, spring pin, washers, shoulder bolts, sliding pins, screws, and ball detents were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the roller gear, roller, and comb were damaged on the device. The pretest could not be performed due to the damaged parts. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the roller gear was damaged on the device. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the roller gear was damaged on the device. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the metal shaved from the gears when in use. The event occurred during processing. There was no harm associated with the event. There was a delay to get a new one but the patient was not under anesthesia. Investigation showed there was a damaged comb.